Manufacturer narrative:
Multiple attempts to retrieve additional information regarding the event and device repairs failed due to lack of response from the customer. The complaint will be processed for closure. If new information is received, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17dec2020.

Event description:
The customer reported when doing (performance verification test) pvt the unit was in diagnostic mode and all of sudden shut down and went into normal ventilator mode and alarmed. There was no patient involvement.